Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Technical services recommended in-office follow-up to evaluate lead integrity. No adverse patient effects were reported. This ra lead remains in service.